Event description:
Reporter alleged he was feeling clammy and passed out after he couldn't use the aviva sys because he continued to get errors on the device. Reporter stated that his son called the emts, they obtained a result of 31 mg/dl, treated him with 1 amp d50 and took him to the hosp. No other actions were reportedly taken or treatment rec'd. A request was made for the return of the suspect device and replacement prod was sent.